Event description:
It was reported that the balloon would initially inflate but could not maintain inflation. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. Balloon reportedly inflated but failed to maintain inflation due to leakage. Edwards' evaluation determined the interlumen leakage was caused by crimping the catheter body approximately every 10cm, starting at the 10cm from the tip and moving proximally. The interlumen leakage was found to be in the backform between the inflation lumen and optics lumen. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint of the balloon failing to maintain inflation was confirmed to be a manufacturing defect. An investigation was opened to address this type of complaint. A review of the manufacturing records indicated that the product met specifications upon release.